Event description:
Additional information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 4.3 mg/day via an implanted pump. It was reported a catheter revision occurred on (B)(6) 2021. The pump portion of the catheter was removed and replaced. It was noted all was working now. The portion would not be returned, and the customer discarded. It was reported the patient experienced withdrawals. There were no known environmental / external / patient factors that may have led or contributed to the issue. The patient had a catheter dye study. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2021; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 2016-04-07, UDI#: (B)(4). H6. All previously reported codes are now applicable to the catheter device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving intrathecal dilaudid (hydromorphone) and bupivacaine (concentrations and doses unknown) via an implantable pump for non-malignant pain. It was reported that the patient had a new pump placed, and surgeon did not fill pumps, so they were to remove medication from the old pump and put in the new pump. It was noted they must have put saline in the pump because patient did not feel well following implant. It was reported the managing hcp was out of town and could not fill pump until this past thursday. When the pump was emptied, liquid was clear, while new medication the hcp put into pump was "cloudy", leading the patient to believe the pump had saline before. It was noted following refill, the patient began to feel better, but friday night into saturday, "I felt like I was in withdrawal". The patient had sweats, hurt everywhere, had jitters really bad and was miserable. The patient was allowed a bolus every 12 hours and despite ptm indicating bolus was successful, the patient knew they were not getting medication as they could not feel it when they normally could following a bolus. It was noted prior to the new pump placement, therapy worked for the patient's lower part of the body but now "doesn't touch any of it". The patient confirmed they have not had falls/trauma following implant. The catheter was re-used from the prior pump.  It was further reported when the pump was first put in, their back was straight and due to "asthma problems" their back was not straight anymore so the patient was not sure if the catheter could have been compromised. The patient was redirected to the hcp. Additional information was received from a healthcare provider (hcp) on 2021-sep-02 indicated the patient felt the pump was not functioning and reported bolus dose not working. The pump was interrogated and no errors. The medication was replaced with new medication and x-rays obtained. The cause was unclear at this time. The patient was referred to implanting physician for further evaluation/work up differential, including kinked catheter and malfunctioning pump. A company representative (rep) was to be contacted to troubleshoot the bolus device. The event was not resolved, and workup was in progress.